Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause could not be conclusively determined, but there was a possibility of failure of ccd and circuit board.

Event description:
During a procedure with the device, a scope communication error e216 appeared on the monitor (an endoscopic image was displayed on the monitor). The user replaced the device to ltf-s190-10 to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.